Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to clicking and grinding. A small avon patellofemoral component was revised to another of the same type. The surgeon reported that the implant was malpositioned and the rep confirmed that no further information would be released by the hospital or surgeon.